Event description:
It was reported that the fiber was forward firing and triggered a fiber life message. A second fiber was opened, but it started forward firing. A third fiber was used, but it broke. This procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This report refers to the second fiber.